Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Three infusion cannulas from the box of infusion sets bent, and this resulted in too high of a blood glucose level. Infusion headsets are inserted using the infusion set insertion device. Infusion sets were requested for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. No additional information was provided.